Event description:
Had an appointment to have a couple of tooth implants installed for preparations of crowns later. First implant was put in about 1 1/2 inches lower than where it should have been and is now lodged into or on my facial nerve. Causing facial numbness and pain. I believe it is made in (B)(4).